Event description:
Procedure performed: ni. Event description: the complaint was generated from medwatch MDR report #mw5161538 received on 22nov2024 endocatch 12/15mm bag broke into 4 parts intraoperatively. Intervention: ni. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report is to follow up medwatch report # mw5161538.

Event description:
Procedure performed: ni. Event description: the complaint was generated from medwatch MDR report #mw5161538 received on 22nov2024 endocatch 12/15mm bag broke into 4 parts intraoperatively. Intervention: ni. Patient status: ni.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up medwatch# mw5161538.